Manufacturer narrative:
(B)(4). A review of the manufacturing records for the device is currently in progress.

Event description:
On (B)(6) 2017 a gore® acuseal vascular graft was implanted for a/v access. On (B)(6) 2017, the graft was salvaged due to thrombosis. An open thrombectomy was performed with fistulagram and the findings were as follows: graft venous anastomotic stricture and irregular stenosis with retained thrombus at both stick zones. Three sites were managed with balloon angioplasty and a stent graft was placed at the venous anastomosis. Access failed in the recovery room immediately post-operatively. The patient returned to the o.r. For immediate placement of a tunnel dialysis catheter after intubation due to fluid overload. On (B)(6) 2017 the patient underwent a percutaneous thrombectomy which showed a flap of the silicone layer of the acuseal graft in the venous stick zone site. This required an additional stent placement. As of (B)(6) 2017 the patient had a working access and was doing well.

Manufacturer narrative:
A review of the manufacturing records for the device verified the lot met all pre-release specifications. According to the gore® acuseal vascular graft insatructions for use (IFU), possible complications which may occur in conjunction with the use of any vascular prosthesis include but are not limited to thomboses.